Manufacturer narrative:
There is no concomitant device reported for this complaint. Device implant inserter kit (unknown part and lot numbers, quantity x 1) was inadvertently reported as concomitant device on the initial medwatch report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, date of birth and weight were not provided for reporting. (B)(4). Device malfunctioned intraoperatively, device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part# se-1818ti, lot# bmese145145b. Manufacturing location: (B)(4), release to warehouse date: nov 06, 2014, expiry date: oct 27, 2019. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records review was completed for part# se-1818ti, lot# bmese145145a. Manufacturing location: (B)(4), release to warehouse date: oct 27, 2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a cotton osteotomy procedure on (B)(6) 2017 to treat a flat foot condition and the staple did not deploy during the insertion process. The staple was removed from the product box and handed to the surgeon for insertion but was not released after the surgeon activated the release button on the inserter. The surgeon tried deploying the staple away from the operative field and was still unsuccessful. A staple from another kit was used to successfully complete the procedure. There was a 30 second surgical delay related to this event. No patient harm was reported. Patient outcome was reported stable. Concomitant devices reported: implant inserter kit (quantity 1). This report is for one (1) speedtitan compression implant kit. This is report 1 of 1 for (B)(4).